Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. The date of event is an approximation. On (B)(6)2025, it was reported that in the morning, the patient woke up and was throwing up. Bg value showed 599 mgdl and cgm value shows 150 mgdl. No medication provided. The patient uses beta bionic ilet pancreas system. The parent took the patient to the hospital. Upon arrival at the hospital, bg value shows 575 mgdl and cmg value was not specified. He was admitted in the hospital on (B)(6)2025. Medications provided included IV fluid, insulin, and ondansetron. He was diagnosed with dka. He stayed for approximately 1 day. He was discharged on (B)(6)2025 at approximately 3:00 am. He is currently fine and stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. In the morning, the reported glucose values fall within the d zone of the parkes error grid. At the hospital, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 additional information.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm readings. The next morning on (B)(6) 2025, the patient woke up and was throwing up. Bg value showed 599 mgdl and cgm value shows 150 mgdl. No medication provided. The patient uses beta bionic ilet pancreas system. The parent took the patient to the hospital. Upon arrival at the hospital, bg value shows 575 mgdl and cmg value was not specified. He was admitted in the hospital on (B)(6) 2025. Medications provided included IV fluid, insulin, and ondansetron. He was diagnosed with dka. He stayed for approximately 1 day. He was discharged on (B)(6) 2025 at approximately 3:00 am. He is currently fine and stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. In the morning, the reported glucose values fall within the d zone of the parkes error grid. At the hospital, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.